Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 4 of 4 mdrs filed for the same patient (reference 0001822565-2016-04259, 0001822565-2017-01055, 0002648920-2017-00079, and 0002648920-2017-00080).

Event description:
Patient implanted with right knee components approximately 11 months post-implantation alleges experiencing tenderness, stiffness, loosening, warmth at joint site, and feeling the implant is too large. No revision has been reported to date.

Manufacturer narrative:
Concomitant medical devices: zimmer persona stemmed 5 degree cemented tibia size d right, catalog# 42-5320-067-02, lot# 62992485; zimmer persona cruciate retaining standard cemented femoral size 4 right, catalog # 42-5026-056-02, lot# 62876670; zimmer persona all-poly cemented conventional patella 32mm x 8.5mm, catalog # 42-5400-000-32, lot# 63135531; zimmer persona 25mm x 2.5mm female hex screw, catalog # 42-5099-025-25, lot# 63237022; zimmer nexgen mis headed screw 48mm, catalog # 00598304048, lot# 63228313; zimmer 3.2mm headless trocar drill pin, catalog # 20-8000-000-16, lot# unk. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.